Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Reportedly, the customer exposed the pump to magnets, however the alarm persisted after exposure. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.